Manufacturer narrative:
According to the field, the ICD will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on both the right atrial (ra) and right ventricle (rv) channels which resulted in the patient receiving inappropriate anti-tachycardia pacing and a shock. Pacing inhibition of greater than two seconds was also observed. The physician assumed the patient's competitor ra and rv leads were rubbing against each other inside the body and causing the noise. Surgical intervention was performed and the ICD, ra lead, and rv lead were explanted and replaced. No additional adverse patient effects were reported.